Event description:
It was reported that stent fracture occurred. A 24x70/11fr wallstent® endoprosthesis was selected and advanced to the lesion. Upon deployment, it was noted that the stent split into two. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).